Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray (cxr) noted the left ventricular (lv) lead was dislodged and the lead failed to capture as a consequence of the dislodgement. The patient was asymptomatic. The physician could not reposition the lv lead and elected to cap it instead. A new lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.